Manufacturer narrative:
The device was returned and premature battery depletion was not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at elective replacement indicator (eri) voltage consistent with normal usage. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was at elective replacement indicator (eri). The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. Device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was stable throughout.